Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer stated that the anomaly persisted after the battery was changed and s-test. Customer's blood glucose levels were not included in the report. Product is being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.